Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient interface that lost suction during treatment in the left eye at 60% completed. The treatment was completed the next day with a new patient interface and no patient harm.

Manufacturer narrative:
Most possible root cause of suction issues with the system patient interface are patient and user related. (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface shows liquid remains on the applanation surface. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retired several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. So no deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).